Manufacturer narrative:
(B)(4). Visual examination of the returned complaint device revealed the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was noted to have a circumferential tear located at the proximal of the distal markerband. It was also noted that the balloon material is partially torn. A visual and tactile examination of the sheath identified that the sheath was split along its entire length. It is possible that some conditions related during the procedure, and/or related to the handling/manipulation applied to the device could have affected its performance and its intended purpose, leading to the observed failures and the reported adverse event. However, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labelling review was performed, and there was no evidence to suggest that the device was used in a manner inconsistent with the labelled indications.

Event description:
It was reported to boston scientific corporation that a nephromax balloon catheter was used in the right kidney during a percutaneous nephrolithotomy (pnl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the access sheath broke when it was inserted over the inflated balloon. The procedure was completed with another nephromax balloon catheter. There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.